Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had presented to the hospital for routine pulse generator replacement. During overnight observation stay, the right ventricular lead exhibited intermittent capture. The lead was capped and replaced on (B)(6) 2015. The patient was stable throughout the procedure.